Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No excessive no delivery or motor error alarms noted. The insulin pump was received with minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 180 mg/dl. The unit was not exposed to a strong magnetic field. The patient was assisted with clearing the alarm. The customer was able to rewind the device. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.